Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after a peripheral vascular intervention (pvi) procedure with a small-bore sheath. Reportedly, the anterior part of the proglide foot was not able to return into the housing of the delivery system because the foot got stuck in the track and was damaged [broken]. After opening and closing the lever in an attempt to close the foot, the tech was advised to open the skin a little more in order to remove the device. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.